Manufacturer narrative:
Product ID 8870aau01, serial# (B)(4). Product type software patient codes were updated . The conclusion codes has been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2019, additional information was received from the patient. The patient reported that since they were overdosed, they have been having "all kinds of problems" and was "tight as a drum" and weak. The patient thought the dosage was now at 260, but was not sure. The patient had an appointment on (B)(6) 2019 to have the pump drained, refilled and dose increased. The patient had been in "bad shape" since the overdose with stiffness, was agitated, and forgetful.

Manufacturer narrative:
Concomitant medical products: product ID: 8870aau01, serial# (B)(4), product type: software. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer via a manufacture representative reported the paperwork showed the patient died but, was brought back to life and now they were experiencing weakness.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer indicated the pump indication for use was intractable spasticity and cerebral palsy. It was reported the patient had gone into the ICU because of an overdose of medication that was accidently entered at the last appointment. The patient wondered if there was a warning screen or machines to alert a big change like he had. The patient had an appointment at the office and they were going to change from "160 mcgs to 200 mcgs" and instead of putting "200 the doctor put 2000". It was noted no one caught it and the machine did not either. The patient spent three days in the ICU and on life support. The event date was (B)(6) 2019. It was noted it was all taken care of and his pump was working great. No further complications were reported/anticipated or expected.

Manufacturer narrative:
Concomitant medical products: product ID: 8870aau01, serial# (B)(4), product type: software. Other relevant device(s) are: product ID: 8870aau01, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal unknown baclofen 2000 mcg/ml at 160 mcg/day via an implanted pump for an unknown indication. It was reported the event/difficulty occurred on (B)(6) 2019 during servicing. It was reported the patient experienced baclofen overdose and was admitted through the emergency room (ER) and eventually to neuro trauma intensive care unit (ICU). The physician intended to adjust the patient dose from 160 mcg/day to 200 mcg/day, but accidentally programmed to 2000 mcg/day. The rep saw the patient the following day in the ICU and interrogated the device with the on-call physician and saw the 2000 mcg dose. The dose was adjusted back to 160 mcg/day. Actions/interventions taken to resolve the issue included adjusting the dose back to 160 mcg/day. The issue was resolved at the time of this report and the patient¿s status was ¿alive-no injury.¿ other medications the patient was taking at the time of the event were ¿unable to obtain, not available.¿ surgical intervention did not occur and was not planned. The patient¿s weight was unknown, but the rep would follow-up for more information. The patient¿s medical history included cerebral palsy. Additional information was received from a healthcare provider (hcp) via a company representative (rep) on (B)(6) 2019 indicated they were not able to get the weight of the patient and the programmer used at the time of the event was 8840 clinician programmer.